Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced hyperglycemia. Customer's blood glucose level was 400 mg/dl at the time of incident. Customer stated they changed out infusion set and insulin pump alerted errors. Customer treated high blood glucose with injections. Customer declined further troubleshooting. It was unknown whether the customer was using auto mode feature or not. The insulin pump will not be returned for analysis.